Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the disposable biopsy forceps exhibited parts that had fallen inside the body and a broken wire connected to the handle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Inspection found when slider was operated, only one of the cups opened. The joint portion of one of the manipulation wires had detached from the forceps linkage. The one manipulation wires were broken and had a defect. The forceps linkage was closely inspected; the periphery of the joint hole was found to be scratched. Scratches observed were likely caused by excessive force used to pull the manipulation wire. There were no other abnormalities such as kinks of the insertion part. Based on the results of the investigation of the actual product, we assume that the operation wire was damaged or fell off and came off from the operation wire fixing hole of the cup because a strong load exceeding the bearing strength was applied to the connection part between the operation wire and the cup. A situation in which the connection between the operation wire and cup is subjected to a higher load than it can withstand is when the endoscope is angled tightly, and the biopsy forceps is pulled out vigorously. The event can be detected/prevented by following the instructions for use which state: ¿ never use excessive force to open or close the cups. This could damage the instrument. ¿ if the manipulation wire becomes detached from the cups, immediately stop using the instrument. With the wire detached, you may feel little or no resistance when moving the slider, and your impression of the manipulation of the instrument may differ significantly from what is actually taking place. If you notice any major changes in manipulation, check whether or not the wire has become detached from the cups. ·if the manipulation wire becomes detached while the biopsy forceps are inserted in the endoscope, first move the slider all the way in the proximal direction in order that the cups may come as close to the distal end of the endoscope as possible. Then, withdraw the biopsy forceps and the endoscope together from the patient¿s body with extreme care to avoid causing patient injury. At the same time, make sure that no part of the manipulation wire has fallen into the patient¿s body. ¿ do not force the instrument if resistance to insertion is encountered. Reduce the endoscope¿s angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. Olympus will continue to monitor field performance for this device.